Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the metal liner and ceramic head was revised. The ceramic head was shattered leaving no trace of any catalog or lot number. All pieces were retrieved. Doi: unknown; dor: (B)(6) 2018; left hip.